Event description:
It was reported that the external pulse generator (epg) turned off immediately after the battery was removed. There was a patient connected to the epg at the time, and the patient immediately went in to asystole. A new battery was placed in the unit, and it resumed pacing the patient. The patient did not require any further intervention. The current status of the epg is unknown. No further patient complications have been reported as a result of this event.